Event description:
It was reported the guidewire kept on bending inside the syringe and the physician had difficulty to advance it into the catheter. The device was removed in its entirety. The insertion site was the right subclavian vein. Minimal bleeding was noted at the insertion site and pressure was applied to the wound. Another device was successfully used. The patient's current condition was reported as deceased. The patient died 3 days after the device issue. The patient's cause of death is reported as "gastrointestinal haemorrhage, cardiac arrest" and hypovolemic shock contributed to death. It was reported the device did not contribute to patient's death.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided a photo for evaluation. The complaint of swg kinked was able to be confirmed by the photo; although without the sample, resistance between and swg and ars could not be confirmed. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the guidewire kept on bending inside the syringe and the physician had difficulty to advance it into the catheter. The device was removed in its entirety. The insertion site was the right subclavian vein. Minimal bleeding was noted at the insertion site and pressure was applied to the wound. Another device was successfully used. The patient's current condition was reported as deceased. The patient died 3 days after the device issue. The patient's cause of death is reported as "gastrointestinal haemorrhage, cardiac arrest" and hypovolemic shock contributed to death. It was reported the device did not contribute to patient's death.

Manufacturer narrative:
Qn# (B)(4). The customer provided one image for analysis. Visual analysis revealed that the guide wire was kinked. The customer also returned one, opened cvc kit for analysis. Signs of use in the form of biological material were observed on the guide wire. Visual analysis revealed five major kinks across the guide wire body. It was also observed that the guide wire contained a large continuous bend directly adjacent to the distal j-bend. Microscopic examination confirmed the damage. No other defects or anomalies were observed with the arrow raulerson syringe (ars) nor any other components. The kinks in the guide wire measured 144mm, 232mm, 342mm, 358mm, and 384mm from the proximal weld. The bend in the guide wire measured 570mm-580mm from the proximal weld. The guide wire total length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.790mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The returned ars was attached to a lab inventory introducer needle. The guide wire was inserted through the needle. Minor resistance was encountered due to the kinking; however, the undamaged portions of the guide wire were able to advance as expected. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained five major kinks and one bend. Despite the damage, the guide wire met all relevant dimensional requirements. Functional analysis of the returned ars did not reveal any manufacturing related issues. A device history record review was performed, and no relevant findings were identified. Based on the customer report that the damage was observed during use and the appearance of the damage , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the guidewire kept on bending inside the syringe and the physician had difficulty to advance it into the catheter. The device was removed in its entirety. The insertion site was the right subclavian vein. Minimal bleeding was noted at the insertion site and pressure was applied to the wound. Another device was successfully used. The patient's current condition was reported as deceased. The patient died 3 days after the device issue. The patient's cause of death is reported as "gastrointestinal haemorrhage, cardiac arrest" and hypovolemic shock contributed to death. It was reported the device did not contribute to patient's death.